Manufacturer narrative:
The device was returned for investigation: visual inspection was conducted and the array has a hole on it, the hole is in both poles facing the handle and the sheath is deformed at the tip. Functional testing was not conducted, the issue was confirmed in the visual inspection and due to the damage the device cannot be tested. Hence, the complaint is confirmed. This observation will be monitored and trended.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2025, the physician reported that after a novasure procedure was performed, the device was removed from the patient and the physician noticed a hole in the array mesh. The physician scoped the patient post procedure and there was no patient injury and the physician was happy with the ablation. No other information available.